Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged a few days after it was implanted. Additional information stated the lead suture collar was not tied appropriately and the patient moved his arms energetically after implant, both factors contributed to the dislodgment. As result, the lead was extracted. A new rv lead was implanted. No additional adverse patient effects were reported.